Event description:
It was reported to philips that the heartstart xl defibrillator therapy port was causing artifacts and was causing alarms to go off. There was no patient involvement.

Manufacturer narrative:
(B)(4).